Event description:
The customer reported via phone call that the insulin pump experienced a blank display. The customer's blood glucose was 70 mg/dl. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was advised to insert a new aaa alkaline battery when possible and to revert to a back-up plan if the display did not return. The customer was advised that a replacement battery cap would be sent. The customer did not return the product for analysis. The customer was hospitalized at the time of the call due to a lung related issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.